Event description:
Customer reported being a "brittle diabetic" with frequent "swings between high and low readings." He reports this happens regardless of what meter he is using. At some point in the last 6 months he reports an episode where he lost consciousness. He does not recall the particulars of the event, just that he "felt weak and passed out." He reported eating "some high carbohydrate foods" to ameliorate the symptoms. He did not require third-party medical intervention.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.